Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. A suture break as reported can be influenced by, but is not limited to; manufacturing, user technique and/or patient anatomical conditions. During manufacturing, all suture lots undergo sampling and suture diameter inspection, and sampling and suture tensile testing inspection. All proglide devices undergo multiple suture-related inspections including, but not limited to, tip to suture proof-loading, knot formation verification, and absence of suture damage or kinks. At final inspection, all devices undergo inspections to verify the suture is not damaged or deformed. A sample of devices from each lot must be successfully functionally deployed as part of lot release testing. There was no report of any abnormal user technique and no reported information that the patient had any of the conditions listed under the special patient populations section of the instructions for use. Based on the reported information and the inspection criteria, a definitive cause for the suture breaking could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database revealed no other reported similar incidents for this lot.

Event description:
It was reported that after a percutaneous transluminal coronary angioplasty, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, the operator reinserted the guide wire before advancing the knot. As the knot was advanced to the arteriotomy by applying tension to the rail suture limb, the rail suture limb broke and bleeding continued. The suture was removed and manual arterial compression and a mechanical compression device were applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.